Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 379 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother reported the adhesive was not secure. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were also tested but results were not specified. As treatment, patient drank water. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent/kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.